Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that air bubbles were observed within the luer lock. Customer¿s blood glucose level was 300 mg/dl. Customer changed their supplies and primed the new tubing to address the issue.